Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage on the keypad traces. No button error alarm was noted. The insulin pump was received missing the end cap sticker, with minor scratches on the display window, and with a cracked case at a display window corner.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose was unknown. She stated she was working out when her sensor got pulled out. Her device then alarmed button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.